Event description:
Additional information received on 4/10/2024 for report mw5153526 to update procode.

Event description:
I use a tandem t:slim insulin pump. For the past several weeks the battery has been draining like crazy. There have been two times that I went to sleep with perfectly acceptable battery level and woken up with the battery dead and ketones. This causes extreme nausea and dehydration and could easily require hospitalization for diabetic ketoacidosis. I just got an email over the weekend warning me that their app is crashing and draining the pump battery. Notifying users of this issue weeks after it started happening is unacceptable and dangerous. I have uninstalled the app and the battery is now draining normally, but I would have liked to know to do that long before this weekend.